Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'low downstream occlusion pressure' which were verified through a review of the event history log by the presence of 'downstream occlusion!' Messages but were not determined if the alarms were true instances of occlusion or from device failure. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low downstream occlusion pressure. There was no known patient injury or medical intervention associated with this event. No additional information is available.